Manufacturer narrative:
Block e1: initial reporter email added. Block b3: date of event was approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that the fiber was broken into two pieces. Burn marks were observed on the broken ends of the fiber body, indicating that the fiber was used. A fiber break occurred near the connector, resulting in the connector detaching from the fiber body. Microscopic inspection showed that the fiber tip was in good condition, with no defects observed on the connector. It is likely that procedural conditions during device setup, use, or reprocessing contributed to the fiber body break. A fiber can be damaged or kinked during setup and may completely break once laser energy is applied. Functional testing revealed that the console displayed error message 1101, stating: fiber may not be used anymore. Connect a new fiber. The device history record (DHR) was review and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was performed and cited to do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the initial firing, the fiber body broke. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to july 1, 2025, based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the initial firing; the fiber body broke. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Block b3: date of event was approximated to july 1, 2025, based on the date the manufacturer became aware of the event. Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that the fiber was broken into two pieces. Burn marks were observed on the broken ends of the fiber body, indicating that the fiber was used. A fiber break occurred near the connector, resulting in the connector detaching from the fiber body. Microscopic inspection showed that the fiber tip was in good condition, with no defects observed on the connector. It is likely that procedural conditions during device setup, use, or reprocessing contributed to the fiber body break. A fiber can be damaged or kinked during setup and may completely break once laser energy is applied. Functional testing revealed that the console displayed error message 1101, stating: fiber may not be used anymore. Connect a new fiber. The device history record (DHR) was review and indicated that the device met all manufacturing specifications. A review of the device instructions for use (IFU) was performed and cited to do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation indicating an expected or random component failure without any design or manufacturing issue.

Event description:
It was reported that during the initial firing, the fiber body broke. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Updated block b5: describe event or problem block b3: date of event was approximated to july 1, 2025, based on the date the manufacturer became aware of the event.

Event description:
It was reported that during the initial firing, the fiber body broke. The procedure was completed using another of the same device. There were no patient complications. Additional information received confirming that the fiber was noted to be broken before use.